Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs stat elecsys results for two samples from the same patient tested on the cobas 6000 e601 module. The initial result was reported outside of the laboratory. The physician decided to send a second plasma sample after one hour for monitoring purposes. After obtaining the result of the second sample, the reporter suspected an issue that prompted a rerun of the first and second samples. The clinician also requested to rerun the sample. The reporter also reran the samples on their backup analyzer. The initial result of the first sample from the module at 6:28 pm was 28.48 ng/l with a data flag. The initial result of the second sample from the module at 8:11 pm was 3.00 ng/l with a data flag. The first repeat result of the first sample from the module at 8:32 pm was 3.00 ng/l with a data flag. The first repeat result of the second sample from the module at 8:32 pm was 3.00 ng/l with a data flag. The second repeat result of the first sample from the backup module at 9:27 pm was 3.00 ng/l with a data flag. The second repeat result of the second sample from the backup module at 9:27 pm was 3.00 ng/l with a data flag. The negative results were deemed correct since clinical symptoms did not match with the initial high result. The reagent lot number is 56661101 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The alarm trace had multiple abnormal aspirations, sample short, and abnormal probe sucking alarms on the date of the event close to the time sample was processed. These are indicators of possible poor sample quality. The last calibration performed on (B)(6)2022 had no alarms. One level of control recovered above 2 standard deviations on the day of the event and when repeated, it was fine. The field service engineer (fse) performed a precision check with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.